Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was explanted and replaced due to undefined sensing and threshold anomalies. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was originally explanted for loss of right ventricular capture and lead dislodgement. No further information is available.